Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of battery depleted set alarm was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no patient involvement, injury or medical intervention related to this event. This device utilizes user interface module master software version 6.13.92 categorized as remediated. No additional information is available.